Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. The morphology was consistent with air entrapment or possibly setscrew related. Boston scientific technical services (ts) discussed programming from secondary to primary vector to resolve issue. No adverse events or further issues reported.